Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with moderate tortuosity, moderate calcification and 90% stenosis in the proximal right coronary (rca) artery. There was no resistance noted when the protective sheath was removed from the nc trek balloon catheter which was to be used for pre-dilatation. The 3.0 x 8 mm nc trek balloon catheter was advanced with no resistance to the target lesion; however, at first inflation, the balloon ruptured at 10 atmospheres (atms). The lesion was dilated with a new 3.25 x 12 mm nc trek balloon catheter and a xience alpine stent was deployed and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported balloon rupture was not confirmed; however the returned analysis revealed a leak in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.